Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for post operation check. Upon interrogation, the right atrial lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was repositioned successfully.